Event description:
The customer reported a falsely high troponin I result on a patient sample. A result of 0.222 ng/ml was reported to the floor. Repeat duplicate testing on the same sample gave results of 0.001 and 0.000 ng/ml. An elevated result of the magnitude obtained might initiate cardiac cahterization. There was no report of patient harm as a result of this event.